Event description:
Patient underwent a procedure and the thoracentesis catheter broke off in pt during the procedure. The remainder of the catheter was not removed from the pt, because the pt left hosp against medical advice.

Manufacturer narrative:
Unfortunately, the device was not available for eval; therefore, the exact cause for the reported issue could not be determined. If the sample becomes available, we do a follow-up report will be filed. A review of the device history and raw material history files for the reported lot were reviewed and showed two non-conformances.